Event description:
The customer reported that the insulin pump was not functioning, and he was experiencing high blood glucose from 400 to 500s mg/dl range. The customer gave himself an extra bolus, but he stated that the plunger was not moving in the insulin pump. Troubleshooting was declined as customer requested a replacement. He stated that his blood glucose was 580mg/dl, and has treated with a back up plan. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.